Event description:
Customer reports a possible hemolysis. 1 1/2 hours into treatment customer received a reverse tmp alarm and patient started having chest pains. Customer clamped on lines and while one nurse took care of patient the other nurse tried to clear the alarm per procedure (diaphragm neutral pos.) Customer states they made an error in procedure (forgot to unclamp lines) and the cartridge broke and sprayed blood. Customer did state that when blood was in the cartridge it appeared that the blood in the arterial chamber was lighter then the blood in the venous chamber so customer suspected clotting. They immediately took patient off a machine but did not return the blood; patient lost about 250cc. Patient was transported to the hospital. Nurse had drawn a red top tube of blood and once patient was taken care of spun the blood and it showed it was hemolyzed.